Event description:
Initial reporter indicated that during an office visit, a system diagnostics test resulted in high lead impedance indicating a possible lead malfunction, subsequently the patient's device was programmed to 0ma. Revision surgery is likely.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.